Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the repair center as part of the asset return process. The evaluation confirmed the customer¿s reported issue, the power turned off. The root cause cannot be determined at this time as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The high-definition liquid crystal display monitor was returned as part of the asset return process. During routine inspection of the device, the following reportable malfunction was identified: ¿the power turned off¿. There was no procedural or patient involvement associated with this event.